Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported the procedure was being performed on a female pt. The 45mm needle was inserted into her left tibia in the field. She was transported to the trauma unit at the hosp. When the hosp staff attempted to remove the needle it broke off. Approx 18mm of the needle was removed leaving approx 27mm in the pt's tibia and approx 1mm out of the bone. The pt was taken to surgery where the needle was surgically removed.